Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2018 due to the high blood glucose level and diabetic ketoacidosis. The customer's blood glucose level was 320 mg/dl at the time of the incident. The customer's current blood glucose level was 491 mg/dl. The customer¿s blood glucose level was over 400 mg/dl when admitted to the hospital. The customer was treated by the insulin pump. The customer reported the symptoms like nausea, vomiting. The customer was wearing the insulin pump during the hospitalization. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.